Event description:
It was reported that the air dermatome sized during use. It was further reported that the device produced a graft that was deeper than the setting dialed on the device. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation, and it was determined that the unit met calibration specs. It was determined that the motor ran rough. Further, it was observed that the retaining ring inside the head of the unit was missing, preventing an accurate reading of the rpms. Visual inspection of the device revealed that the head and control bar were nicked, the reciprocating arm and bearings were corroded and the air hose was beginning to come apart. A review of service records revealed that the device has not been returned to the MFR for maintenance since its purchase in 08/2007. It is documented in the instruction manual included with the device, that the device should be returned to the MFR every 12 months for inspection, and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.